Manufacturer narrative:
On 10/15/2019, mentor became aware of additional information indicating the patient also experienced bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/6/2019, mentor received additional information indicating that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: local reaction, lumps, wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc and experienced symptoms including swelling, pain, lumpy breasts, and a deflation on the left side post-operatively. As a result, the patient would undergo explantation on (B)(6) 2019. This report is for the right side device.